Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery (sfa) / peroneal vessel with severe stenosis and mild tortuosity. The 6.0x100mm armada 18 balloon dilatation catheter (bdc) had no resistance during advancement and was inflated twice at 8 atmospheres (atms) each but ruptured during the second inflation. The balloon was removed. Another same size armada 18 balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: device returning updated from yes to no.